Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual examination of the pump revealed thrombus formations in the pump inlet stator surrounding the inlet bearing cup, outlet stator surrounding the outlet bearing ball, rotor inlet surrounding the inlet bearing ball and on the body of the rotor. The thrombi surrounding the inlet and outlet bearings was tissue-like and did not display any evidence of laminated layering, suggesting they were ingested through the pump. The sections of the thrombi in direct contact with the bearings showed evidence of thermal degradation due to prolonged exposure to bearing heat, indicating the thrombi were present in the pump during operation. The thrombus present on the pump rotor was occluding all three flow paths and also presented thermal degradation from prolonged exposure to bearing heat. The thrombi would have restricted flow through the device. The origins of the ingested thrombi could not be determined. In addition, the system controller was returned for evaluation and passed all preliminary analysis. The log file was reviewed and the voltage was found to be in the normal operating range and the motor speed matched the set speed while the pump was connected. No further information is available. The manufacture is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was discharged home and one week later the pt arrested, asystole with no alarms noted on the system controller. Treatment was withdrawn. The implanting center requested an investigation of the lvad pump and system controller.